Manufacturer narrative:
Investigation summary: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: cannot duplicate with retains; unable to determine. Source: phone.

Event description:
Reported conflicting sofia sars results for 1 asymptomatic (off label use - at the time of testing) patient. 1 hour following the patient's initial positive sars result, a repeat sofia test yielded a negative sars result. No other confirmatory testing completed.